Manufacturer narrative:
It was reported that the battery was expired. Bench repair was cancelled per customer request. No further work provided by philips. Bench repair was cancelled per customer request. No further work provided by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was expired. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the battery was expired. Bench repair is currently pending. The investigation is ongoing.